Manufacturer narrative:
Concomitant medical products: boston scientific alliance syringe ii, single use, gauge assembly and inflation handle. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60 cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed at the distal end of the balloon. A visual examination of the distal end of the balloon showed that the tip and the balloon had separated at the distal balloon joint. A closer visual examination of the distal balloon joint showed the presence of glue. The pre-loaded stylet wire was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided from the user indicated that the balloon was advanced via the patient's body through the nostrils to the upper esophageal sphincter. This is not in accordance with the instructions for use for this device. The balloon is intended to be advanced via the accessory channel of an endoscope. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Although the intended use of the device states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon.", the device was inflated in an area close to the pharynx which resulted in leakage of sterile water in the hypopharynx area. A possible contributing factor to balloon damage is over inflation of the balloon. The instructions for use caution the user: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon." Over inflation can result in rupturing of the device. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the device was used against the intended use and was not used through an endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an upper esophageal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. Per the customer: today, during an upper esophageal dilation with direct visualization with an endoscope [the device was introduced via the patient's nostril and not advanced through the endoscope] at 1412 pm using a hbd-w-18-19-20 hercules balloon, we had dilated to 18 mm @ 2 atm/psi. We needed to deflate and reposition due to hiccups. The balloon was inflated to 20 mm at 6 atm/psi and needed to deflate and reposition due to hiccups again. The balloon was inflated to 20 mm at 6 atm/psi a third time. We typically hold the balloon inflated for sixty (60) seconds. I was inflating the balloon. I noticed I needed to apply more pressure to keep the balloon at 20 mm. I also noticed the surgeon needing to suction what I thought were normal oral secretions. As I continued to try to inflate to stay at 20 mm, I determined the balloon was ruptured because the syringe had no more water to fill the balloon. I tried to deflate in an attempt to get any fluid return that I could and the surgeon used suction to remove some of the sterile water from the hypopharynx area. The patient did cough a bit initially but it resolved quickly. The balloon was removed causing no injury to the patient. I tested the balloon outside of the patient and saw leaking at the distal portion of the balloon. A new balloon was opened and inflated to 20 mm with no remarkable challenges.